Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and reported that the customer broke the balloon fiber optic receptacle that is behind the pneumatic interface module (pim). The fse disassembled the iabp unit and replaced the broken receptacle with a new part and reassembled the iabp unit and ran thru a complete calibration and functionality tests. The fse also ran the iabp unit on a test balloon, and all worked as it should. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is: (B)(6) hospital.

Event description:
It was reported that fiber optic module of the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.